Event description:
A customer reported intermittent negative or zero (0) results for triglyceride and total hemoglobin for one patient sample and ldl (low density lipoprotein) for a quality control sample when using the au680 clinical chemistry analyzer. All results were flagged with g flag indicating the results were below the lower end of the dynamic range for that assay and required repeating. There were no erroneous test results reported out of the laboratory. All samples with negative or zero (0) results were retested and reported. There was no death or injury, or affect to patient treatment reported for this event.

Manufacturer narrative:
On 01/28/2014, the customer contacted the beckman coulter customer technical support (hotline). Hotline personnel reviewed reaction monitor od (optical density) readings and determined no sample had been dispensed into the reaction cuvette. The customer stated that static electricity may be the ultimate cause. As a result of extreme cold weather, the lab heaters were running full blast. The customer was going to obtain some fabric dryer sheets and static mats for the floor in front of the analyzer. Customer stated they would call back if there were any further issues. On 02/03/2014, the beckman coulter field service engineer (fse) evaluated the analyzer and determined that sample dispense was the issue. Fse replaced the sample syringe and adjusted the sample probe arm height up 1mm to specification. Fse check alignment of probes and mixers and verified all other positions. Fse replaced flat roller pump tubing to detergent as incidental repair. System performance was verified to meet specification. Failure mode: sample syringe replacement along with sample probe arm height adjustment corrected the issue. This MDR is related to two other mdrs reported for the same type of event on different dates: 9612296-2014-00027; 9612296-2014-00028.